Event description:
It was reported that the large volume pump (lvp) modules had a dim segment on the led display and needed to be replaced. The issues were found during preventative maintenance; therefore, there was no patient involvement.

Manufacturer narrative:
Correction: disregard file; device was reported in error.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) modules had a dim segment on the led display and needed to be replaced.